Manufacturer narrative:
Findings: unit passed the displacement test, rewind, basic occlusion test, self-test and unexpected error test. All operating currents are with in specification. Off no power alarm functions properly. Unit was unable to prime during prime test due to faulty force sensor (gold). Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Unit had minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call indicating that daughter was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 545 mg/dl. The customer was admitted in the hospital on (B)(6) 2016. Customer cause of hospitalization was diabetic ketoacidosis. Customer was put in insulin drip. Customer was wearing the pump at time of hospitalization. Customer's mother was advised that pump would be replaced.